Event description:
On (B)(6) 2013, patient reported she started to use a recalled infusion device in (B)(6) 2012. The infusion device has displayed unknown error messages, and she is unsure if boluses are being delivered. She was unable to provide specific details of the complaint. The infusion device was requested for evaluation. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
As the product has not been returned for investigation and the production data complies with the specifications, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.